Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2017 the patient had some redness and exudate but had not seen the physician so topical povidone iodide (isobetadin) soap and chlorhexidine (hibidil) to disinfect and zinc oxide against the redness. On (B)(6) 2017 it was reported that the skin above and around the stoma-site was hard the physician placed the patient on augmentin.